Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. During placement, there was difficulty advancing the pump past the tortuous innominate artery into the aorta, and the wire moved out of the left ventricle (lv). The impella 5.0 and wire were both removed. Another wire was advanced into the aortic valve, and a second wire was then placed in the lv apex for additional support. The impella 5.0 was advanced with some difficulty passing the ostia of the innominate artery, but using a push-pull technique, the physicians were able to advance the pump into the lv.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.